Event description:
A malfunction was reported on the pump by the caller, though no notable events occurred before the issue, and there was no adverse impact on the customer¿s blood glucose level. The malfunction could not be reset, prompting tandem technical support to replace the pump. The customer was instructed to use multiple daily injections (mdi) as backup therapy and was sent a replacement pump with updated software.